Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer's half height drawer 2-2 failed to open. The field service engineer found visible cut marks on pyxibus cable, hence replaced the cable. Cleaned all debri and replaced the defective row board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 2.2 was failed. The customer performed rebooting the station and storage recovery, but the issue was still persisting. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.